Manufacturer narrative:
A manufacturer representative went to the site to service the system. Service found no fault with the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's docking button and open close button on the pendant are unresponsive. There was no patient involved.

Manufacturer narrative:
A manufacturer representative went to the site to service the system. Service found no fault with the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system's docking button and open close button on the pendant are unresponsive. There was no patient involved.